Event description:
It was reported that during the procedure in the mildly tortuous, mildly calcified, mid right coronary artery (rca) for treatment of a 90% de novo stenosis, a 3.0x18 rx xience v stent delivery system was advanced to the target site without resistance and the stent was deployed. A proximal edge dissection occurred; therefore, a 3.5x15 xience v stent was implanted to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, clinical analysis of case imagery indicates that the vessel was stented with good results and there was no evidence of dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).